Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), product type: lead. Product ID: 3776-60, serial# (B)(4), product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s first and second systems were never put in right. On (B)(6) 2014 the first device was removed and the second device was implanted.